Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt was unable to pass incoming functionality testing. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to trunk cable connector j703 on the distribution node pca. The j703 connector was physically pulled from the pca. The root cause for the damaged connector was excessive force on the trunk cable. There is no indication the defective electrode belt caused or contributed to the patient's death. The device was not active at the time of patient's death.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt sn (B)(4) failed incoming testing. The device failure did not cause or contribute to the patient's death. The device was not active at the time of patient's death.